Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, shock lead impedance measurements measuring, 190 ohms. At implant, impedances measured 85 ohms. Disk analysis was performed, and impedances have been trending from 107-243 ohms and has been rising over time. Technical services discussed troubleshooting options and to consider a chest x-ray. Subsequently, the s-ICD system was surgically abandoned with therapy deactivated and a transvenous system was implanted. The -s-ICD system will be removed at a later date. No additional adverse patient effects were reported.